Event description:
It was reported that this right ventricular (rv) lead defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted previous shock therapy episodes where shock impedance measurements were 36 ohms following shock delivery. Technical services (ts) discussed potential causes, troubleshooting, and programming options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.